Event description:
Customer reported getting erratic readings from their freestyle meter. Precision tests were performed with the freestyle meter at the time of the initial call. The results were 225 mg/dl and 83 mg/dl. The results differ by more than 20% and therefore, meet the MFR's definition of a malfunction.